Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the system leaks from the bottom of the reservoir. There was unknown patient involvement.

Manufacturer narrative:
One used device was returned for evaluation. Visual and functional testing were performed. The testing could duplicate the customer reported problem and it was also found that the display did not work. The root cause of the issue was determined as a broken water tank cover. Water tank cover was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.